Manufacturer narrative:
Returned device was received with minimal wear and tear. The bezel has a small crack. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pneupac parapac ventilator's breath per minute regulator was noted not to be working. There were no reported adverse effects.